Manufacturer narrative:
As of the date of this report, isi has not received the video of the da vinci-assisted surgical procedure for review. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the surgeon successfully fired two blue sureform stapler 60 reloads using a sureform stapler 60 instrument. There were no clamping, firing, or unclamping issues identified. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted low anterior resection procedure, the patient developed a post-operative anastomotic leak. As a result of the post-operative complication, the patient underwent an emergency surgical procedure and a colostomy was placed. However, at this time, the root cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection procedure, the patient was found to have sustained post-operative ¿leakage¿ on an unspecified date days later. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. The patient was not injured during the da vinci-assisted surgical procedure. Other than an anastomotic leak, no other complications were reported. During the case, instruments ¿marginally¿ collided. The anastomotic leak was confirmed via ¿CT and endoscopy.¿ as a result of the post-operative complication, the patient underwent emergency re-operation and a colostomy was placed. The surgeon attributed the cause of the leakage to: ¿condition after the radiotherapy, chronic nicotine abuse, a deep anastomosis.¿ per the surgeon, as of (B)(6) 2018, the patient was ¿stable but respiratory in intensive care.¿